Manufacturer narrative:
No lot number was provided/unknown.

Event description:
The doctor indicated that the abutment screw (iuniht) was placed on (B)(6) 2015 and was reported fractures (B)(6) 2017. The doctor reports being able to retrieve both parts of the fractured abutment screw.

Manufacturer narrative:
One certain titanium large hexed screw was returned for inspection and were examined visually by the naked eye. The screw was fractured at the top of the threaded region. The drive feature is worn and stripped. No lot number was provided therefore the DHR could not be reviewed. The reported event was confirmed following device inspection. No definitive root cause could be determined.